Event description:
The customer reported being hospitalized due to low blood glucose of 13mg/dl. The caller stated that she over bolused with a manual injection to correct her glucose level. Troubleshooting was performed. Reviewed the programming and priming technique and they were correct. The caller stated that the reservoir is showing the same amount of insulin that the status screen shows. The customer stated that device was not exposed to an MRI. The customer's most recent glucose reading was 153mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.